Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange due to product concern. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and exchange due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.3, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.